Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had recurring unexpected restart alarms. Blood glucose level at the time of the incident was not provided. Customer stated that an unexpected restart occurred with each battery change. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was monitored for several days, no unexpected restart alarm anomalies noted, no unexpected low reservoir alarm anomalies noted and no unexpected low battery alarm anomalies noted. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.